Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the output connector assembly was broken. (B)(4).

Event description:
It was reported that the external pulse generator had an error at power-up. The power was cycled but the error recurred. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the eeprom (electrically erasable programmable read-only memory), the device powered up normally. Device was then functioning normally. Conclusion: the eeprom was corrupt.